Manufacturer narrative:
Other (required secondary intervention).

Event description:
Two endeavor sprint drug-eluting stents (MFR report# 2953200-2008-01232) were implanted in the proximal lad. It is reported that stent thrombosis of the proximal lad was diagnosed approximately two weeks later. Stent thrombosis is reported to have been associated with angina. It is reported that the stenosis was between 50%-70%. Three days later, ptca revascularization to proximal lad was performed as a result of this event. Investigator indicated that the event was related to the study stent.